Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori-assisted tka, when starting to burr, a "system time out: the robotic drill has been deactivated" error was displayed. They tried everything, however, did not work. Later on, it was tried and when connecting the burr it was not possible. Surgery was performed after non-significant delay, changing to manual instrumentation. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). Section h6 (health effect - impact code) was corrected.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill rob10013, sn (B)(6), was used during surgery, and was returned for evaluation. The external condition showed moderate signs of use and wear. The nosepiece retaining ring was bent outwards but was still in place. Nothing was visually identified that leads to the reported failure. A visual inspection of the images was conducted and confirmed the system time out error. A functional evaluation was performed, and the reported scenario was confirmed. A test case was performed where the handpiece got deactivated during setup. A kpc test was also performed and showed that the handpiece did not push constantly to lock a bur. The handpiece was disassembled, and it was found that the drill motor extension shaft was cracked on the base. The extension shaft locking pin was still in place with adhesive on it. No fluid entry was discovered. The carriage bearings were checked and found to be in an acceptable condition. The handpiece was re-assembled with a known good working main motor with installed extension shaft. Then a new functional test was performed where the handpiece passed a kpc test and a test case too. The exposure motor was tested and passed. The handpiece passed the hipot tests. The most likely cause of this incident is a cracked drill motor extension shaft. A review of manufacturing records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Based on the investigation, no containment or corrective action is recommended or required at this time. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Section d10 and h6 were updated. Section h10: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was not returned for evaluation. The reported problem was confirmed with a visual inspection of photos. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event could not be determined, because the problem can be caused by multiple reasons. Factors contributing to the reported issue can be a loose internal connector, exposure motor failure and software bugs. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).